Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal. The event history log was downloaded with nothing to note. Functional testing found no issues as the device passed all testing. The root cause was determined to be the damaged dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was sent for repair. There was unknown patient involvement and unknown patient harm.